Event description:
It was reported by service report that the fowler could not be raised or lowered. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Fowler release handle.